Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that six infusion set cannulas were kinked which led to high blood glucose of 300 mg/dl, within 3 or more hours after insertion. The insertion site of the infusion site was at abdomen and upper buttocks. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).